Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 and at 11:00 pm on (B)(6) 2017 with blood glucose of over 600 mg/dl and also because pump was not delivering. The customer¿s current blood glucose level was 106 mg/dl. The customer¿s ketone level was 7.1. The cause of hospitalization as per health care professional was diabetic ketoacidosis. The customer was treated with insulin drip then manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.